Event description:
Adverse event(s): "the following cataract case was cancelled" (surgical procedure, delayed). Product problem(s): "a system message displayed and the footswitch was unresponsive" (device displays error message) (device inoperable). The nurse reported a system message displayed and the footswitch was unresponsive. The nurse stated the surgeon attempted to use the cautery function of the system during a removal of a pterygium. There was no response from the footswitch. The surgeon used a handheld cautery to complete the pterygium case. The nurse attempted to troubleshoot the footswitch and still received no response. The following cataract case was cancelled. The patient had received eye drops, an IV was in place, but no block had been administered. No patient injury was reported.

Manufacturer narrative:
The facility has ordered a new footswitch and will return the replaced footswitch for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).